Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. Review of device data shows the shock impedance measurements were stable with the exception of the one low measurement. Boston scientific technical services (ts) discussed checking for electromagnetic interference (emi). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient was seen in clinic with acceptable measurements observed. The system will bre monitored via remote monitoring. This investigation will be updated should further information be provided.